Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the reported alarm in the event logs but was unable to duplicate the reported issue. However, the stm observed excess condensation in the purge line and the blood back detect circuitry was out of calibration. The stm calibrated the blood back detect circuit and removed the condensation from the system. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "blood detected" message. There was no patient harm and no adverse event reported.